Event description:
An attempt was made to use the device to administer defibrillation therapy to a pt diagnosed in cardiac arrest. The device allegedly displayed a connect electrodes alarm and use of the defibrillator was inhibited. The disposable defibrillation electrodes were replaced, however the device reportedly continued to display a connect electrodes alarm. An automated external defibrillator was immediately available and used. Three shocks were administered to the pt. The pt was delivered to the hosp and later expired. The reporter indicated the alleged malfunction did not cause or contribute to the pt's outcome. This opinion was based on teh immediate use of a backup device.